Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was confirmed as an internal blood leak. The machine, a fresenius 2008t machine, sounded a blood leak alarm. Test strips were used and tested positive for blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event, or medical intervention as a result of this event. The patient finished treatment on the same machine with new supplies. The device was reportedly discarded and is not available for return.

Manufacturer narrative:
Concomitant medical products, added fresenius 2008t machine and fresenius bloodlines. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.